Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of the medical records noted no complications during implant and revision surgery. Review of the follow-up notes identified the following: the patient was non-complaint and overdid it which could result in the inability of the hardware to hold the fracture, etc and then the hardware fractures resulting in a bone fracture, implant fracture, and nonunion. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05244.

Event description:
It was reported the patient underwent a 1st metatarsal cuneiform fusion with mcbride bunionectomy, offset v osteotomy of 2nd metatarsal, pipj fusion of 2nd digit, edl and fdl transfer. It was noted the patient experienced a fall approximately one week after the initial procedure which resulted in several fractures to the metatarsals. Subsequently, the patient underwent a revision approximately 9 months later due to fracture of hardware and nonunion of 1st mc joint. Attempts have been made and additional information on the reported event is unavailable at this time.